Manufacturer narrative:
Correction: d4 (primary UDI), d9, h3 (device not being returned). Investigation ¿ evaluation: it was reported, during an extraction of renal calculi procedure, shavings of hair like plastic peeled off inside the sheaths of two flexor ureteral access sheath and dilators when they were inserted in the urethra. Additional information was received on 02sep2025. Only a wire guide was placed through the scope's working channel when the physician was trying to advance the access sheath. No section of the device separated inside the patient. The physician used a bigger access sheath to proceed with the case. A section of the device did not remain inside the patient¿s body. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was lost during shipment and thus was not returned; therefore, no physical examinations could be performed. However, based on the reported description of " hair like plastic peeled off inside of sheath", the material described was likely the inner lining of the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, no product returned, and the results of the investigation, a potential cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, during an extraction of renal calculi procedure, shavings of hair like plastic peeled off inside the sheaths of two flexor ureteral access sheath and dilators when they were inserted in the urethra. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No other problems occurred and the patient was not harmed.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 02sep2025. Only a wire guide was placed through the scope's working channel when the physician was trying to advance the access sheath. No section of the device separated inside the patient. The physician used a bigger access sheath to proceed with the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.